Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken proximal clevis to be related to the customer's reported complaint. The instrument was found to have the plastic proximal clevis broken. A broken piece is missing as a result of breakage. The size of the missing piece is approximately 0.109¿ x 0.123¿. The root cause is typically attributed to the mishandling / misuse, such as excessive force applied to the distal end of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the permanent cautery spatula instrument (pn# 470184-13 / lot# n10200817- 0017) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for approximately 44 minutes. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted malignant tongue base resection surgical procedure, the black plastic part on the permanent cautery spatula instrument broke and would not fit through the cannula when attempting to remove the instrument in order to clean it. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.